Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer fill tubing sequence was taking more insulin than previous fill tubing sequences. Tandem technical support informed the customer regarding a common cause of this issue (e.g air bubbles). Customer acknowledged and is adamant that they performed the correct air removal process. Customer declined further troubleshooting as insulin was observed to be dripping out of the tubing successfully. Blood glucose level was 119 mg/dl.